Event description:
As reported, the 25mm 30cm saber rx balloon ruptured withing its nominal pressure during percutaneous old balloon angioplasty (poba). The saber rx device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported injury to the patient. The lesion was the anterior tibial artery. Additional information was requested; however, the information was not obtained after multiple attempts. The device was discarded.

Manufacturer narrative:
As reported, the 25mm 30cm saber rx balloon ruptured withing its nominal pressure during percutaneous old balloon angioplasty (poba). The saber rx device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported injury to the patient. The lesion was the anterior tibial artery. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for analysis as it was discarded. A product history review of lot 82246624 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was unable to be confirmed as the device was not returned for analysis. With the very limited information provided an exact cause for the event cannot be determined. Most often vessel/lesion characteristics contribute to balloon bursts, as the integrity of the balloon can be weakened by passing over calcified vessels/lesions. Balloon burst is a known complication associated with angioplasty procedures and is listed as such in the instructions for use (IFU). According to the warnings in the safety information in the IFU. Use of a pressure monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing.

Manufacturer narrative:
As reported, the saber 2.5mm 30cm 155 balloon ruptured withing its nominal pressure during percutaneous old balloon angioplasty (poba). The saber rx device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported injury to the patient. The lesion was the anterior tibial artery. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for analysis as it was discarded. A product history review of lot: 82246624 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was unable to be confirmed as the device was not returned for analysis. With the very limited information provided an exact cause for the event cannot be determined. Most often vessel/lesion characteristics contribute to balloon bursts, as the integrity of the balloon can be weakened by passing over calcified vessels/lesions. Balloon burst is a known complication associated with angioplasty procedures and is listed as such in the instructions for use (IFU). According to the warnings in the safety information in the IFU. Use of a pressure monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber 2.5mm 30cm 155 balloon ruptured withing its nominal pressure during percutaneous old balloon angioplasty (poba). The saber rx device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported injury to the patient. The lesion was the anterior tibial artery. Additional information was requested; however, the information was not obtained after multiple attempts. The device was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 25mm 30cm saber rx balloon ruptured withing its nominal pressure during percutaneous old balloon angioplasty (poba). The saber rx device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported injury to the patient. The lesion was the anterior tibial artery. Additional information was requested; however, the information was not obtained after multiple attempts. The device was discarded.